Event description:
It was reported that the patient never had therapeutic effect. Since having the ins, it hadn't helped with symptoms. They were thinking of getting a scs for chronic pain in the stomach area. Additional information received reports the patient father called back stating the patient was in a lot of pain/problems in the abdominal area kind of in the same area of the ins (stimulator). The patient also had a j-tube installed and has had 8-9 x-rays of that area since the neurostimulator implant. They were not certain if the pain was from the neurostimulator device, the inability to digest food, or pain from vomiting. Back in (B)(6) 2014 the hospital did a different manufacturer scs pain trial for pain compliance but the patient did not think it really helped much. A few months later the patient saw healthcare provider who was questioning why the neurostimulator settings were so far off and reset them. Caller was wondering if the scs trial affected patient¿s neurostimulator device. A few weeks ago the patient had another doctor¿s appointment and there were no issues with the settings. Caller stated there were 2 different hospitals managing patient¿s cares and they do correspond. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. A device history review was conducted for the ipg and confirmed that the DHR does not contain data potentially or directly associated with the event. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg is inconclusive because the cause of the lack of therapeutic effect remains unknown and an event resolution was not obtained. Concomitant product: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).